Manufacturer narrative:
Information received from an account indicated that a cypher us rx 2.50 x 18 stent was not deployed as the physician indicated that it appeared to be too short. A person at the account indicated that he did not have any additional information and was "just reading what the physician had written on the box." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the customer report of stent being too short could not be confirmed or clarified. With the limited information provided it is not possible to determine if the stent was too short on the balloon or too short for the lesion. There is no indication in the DHR that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The cypher us rx 2.50 x 18 stent was not deployed as the physician indicated, that it appeared to be too short.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.